Event description:
During vascular access of right common femoral artery for cerebral angiogram, the micro-guidewire of a silhouette transition less platinum-tipped stainless wire guide fractured and a small portion of the distal wire tip remained in the soft tissue of the thigh. Angiography of the vessel confirmed the wire piece was extra-vascular. It was determined that the standard process was followed for utilizing the device.